Manufacturer narrative:
Manufacturer reference: (B)(4) created from medwatch # mw5063411. (B)(4).

Event description:
Medwatch # mw5063411 was received from FDA 07/29/2016: "patient with recurrent diverticulitis, underwent a hand-assisted laparoscopic sigmoid and left colon resection, with mobilization of the splenic flexure. After use of the covidien stapler, the staple line was found to have pulsating bleeding, per surgeon. After a portion of the colon was removed, there was visible stoop on the staple anvil with leakage. Additional measures were taken. Vendor was made aware." No information was provided regarding the health professional reporter or institution therefore no additional information for this report is available.